Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in the right common femoral artery via a 6 fr sheath, using the preclose technique, prior to a transcatheter aortic valve implantation (tavi) procedure. When the plunger was retracted for the first proglide, the suture was torn and only a small part of the white suture was visible. The device was removed and two additional proglides were deployed. The sheath was upsized to 16fr and the tavi procedure was completed and hemostasis was achieved with the successfully preplaced proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.